Manufacturer narrative:
On (B)(6) 2016, the recipient reportedly experienced a skin flap infection. The recipient was recommended a period of non-use of the device. The recipient was treated for months with multiple courses of oral and IV antibiotics. The recipient's device was explanted. The recipient will be reimplanted at a later date. The recipient's wound is healing. The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed.

Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced an infection at the implant site. The recipient's device was explanted. Advanced bionics is in the process of gathering more information. Once more information becomes available a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient's implant site is reportedly healed and the infection is resolved. This is the final report.